Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report # 2916596-2018-02803. Approximate age of device ¿ 1 month, 19 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported the patient was urgently transplanted for a percutaneous lead (driveline)/pump pocket infection on (B)(6) 2018. This occurred after the patient received a pump exchange on (B)(6) 2018 due to the pump being off on both battery and ungrounded cable support when the patient went to the emergency room. Additional information was requested, but has not been provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not returned. A correlation between the device and the reported infection could not be determined. Driveline, local, and pump pocket infection are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient was transplanted on (B)(6) 2018. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Communication from (B)(6) on (B)(6) 2018 stated that the infection was likely a result of the patient requiring a pump exchange due to an internal percutaneous lead fracture on (B)(6) 2018. The date of onset of the infection was unable to be determined. Symptoms of the infection included drainage from a midsternal incision. A wound culture obtained was positive for enterobacter. The patient was placed on po ciprofloxacin at the time of the positive culture.